Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue, but it has been discovered that the failure is in the module optical fiber. The repair is on hold, as the budget has not been approved. If information is received, the complaint will be reopened and updated.

Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) unit is alarm helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is alarm helium leak.